Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no unexpected restart alarm or compromised force sensor system alarm. The pump passed the unexpected restart error alarm test. The pump had a scratched lcd window, cracked reservoir tube lip, and a missing end cap sticker. The pump was received with currents in specification. The pump was not shutting down during testing. There was no unexpected off no power alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his insulin pump shut off and he would take the battery out and put the same battery back in. Customer stated that the pump will come back on but he is getting an off no power alarm. Customer's blood glucose is 167 mg/dl. Customer stated that they did not receive a low battery alert prior to the off no power alarm. Customer would get the unexpected restart alarm while he is priming. Customer was advised that the pump will be replaced.